Event description:
Caller reported a malfunction on the pump, which displayed malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer was informed they would receive a pump with updated software. The customer was advised on using a backup insulin pump until the replacement arrived and was given instructions on handling the return of the malfunctioning pump. The customer acknowledged and understood all the instructions provided.